Event description:
It was reported that there was an alleged fracture when it comes to this right ventricular (rv) lead. Another df1 lead was needed which was not available in iran. A request was sent to provide a df1 lead. The lead was explanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).